Event description:
It was reported during clinical follow-up that multiple non-sustained lead noise due to post-paced t-wave oversensing were observed in the stored egm. Patient was asymptomatic. The device was successfully reprogrammed and remains implanted.

Event description:
New information notes that during a subsequent follow-up, post-paced t-wave oversensing was observed. Patient was asymptomatic. Further programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.